Event description:
The pt was implanted with a left ventricular assist device (lvad). (B)(4) registry reported that the pt (was) septic with infected lvad requiring extensive mediastinal washout, debridement and removal of strain release from the vad. No further info was provided.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hospital regarding the event and pt outcome. (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.